Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records for the 2664701 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combinations. Medical records and x-ray(s) were obtained and reviewed by a medical professional. After reviewing the medical records and radiographs, the complaint of metallosis and osteolysis of the proximal femur are confirmed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address metallosis and osteolysis. Update: 7/30/2013 - litigation papers received. Litigation alleges pain and fluid build-up. There is no additional information that would affect the outcome of this investigation. Update has been electronically attached to the complaint document. Update rec'd 1/24/2014- pfs and medical records received. Operative note indicated osteolysis and metallosis. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 02/18/2014. Update rec'd 2/11/2014- pfs and medical records received. After review of the revision operative note it indicated corrosion on the trunnion so the stem is now being reported. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 3/11/2014.

Manufacturer narrative:
(B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 6/28/16 medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 10/4/16 medical records received. After review of the medical records for MDR reportability, the metal ion levels provided were at non-reportable levels. There is no new additional information that would affect the existing investigation.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records for the 2664701 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combinations. Previously, medical records and x-ray(s) were reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.